Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The fossa was explanted due to infection.

Manufacturer narrative:
(B)(4). According to the study: no failure mode was identified. Additionally, the clinical evidence supports that the revision surgery was the result of a biological response (infection). Serous pus, inflammation, and granulation tissue were all noted during the revision surgery. CT imaging noting fluid collection also supports infection as etiology. The confirmation of a modified fossa flange supports a probable relationship between device modification and a subsequent infection.